Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a battery out limit alarm and changed batteries three times. Customer reported that insulin pump requested for time and date to be set and customer inquired if information was correct. Customer's blood glucose was 511 mg/dl and was treated with manual injection. Customer was assisted with settings and reviewed basal and bolus.